Manufacturer narrative:
Date sent to the FDA: 11/25/2020. Additional information: a1, e1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Psr-66133 submitted for adverse event which occurred on (B)(6) 2017. Psr-66132 submitted for adverse event which occurred on (B)(6) 2017. Mwr-27072020-0000772760 submitted for adverse event which occurred on (B)(6) 2016. Mwr-27072020-0000772761 submitted for adverse event which occurred on (B)(6) 2016. Mwr-27072020-0000772763 submitted for adverse event which occurred on (B)(6) 2018. Mwr-27072020-0000772764 submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh were implanted. It was reported that she experienced pain, dysuria, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient underwent excision surgery on (B)(6) 2016. It was reported that the patient experienced pain and vesicovaginal fistulas which required vaginal sling repairs on, (B)(6) 2017 and on (B)(6) 2018. No additional information was provided.